Manufacturer narrative:
The patient reported on (B)(6) 2026 that they experienced skin irritation in the form of genral redness, irritation, itching, and rawness - open skin whilere wearing the epatch universal patch device. The patient did seek medical treatment from their doctor. The patient did use either a prescription or otc medication. The patient did follow the skin preparation guidelines. The patient did not report any skin sensitivity/allergies to adhesives or metals. The universal patch was not returned for evaluation. Engineering evaluation was unable to be performed as the universal electrode patch was not returned. The universal patch is single use and disposed after use; therefore, it is not likely to be returned. The patient reported following skin prep instructions and has no known skin sensitivity or allergies to metals or adhesives. Any skin irritation is most probable to be a bio-incompatibility issue with the electrode adhesives. Medical adhesive related skin injury (marsi) is likely related to a biocompatibility hazard manifesting at the electrode's interface with the patient's skin. No single factor or combination factors were identified and/or attributed to electrode skin irritation and associated symptoms. The product labeling advised patient of alternate options and other steps to take if skin irritation develops, including healthcare professional contact as needed.

Event description:
The patient reported on (B)(6) 2026 that they experienced skin irritation in the form of genral redness, irritation, itching, and rawness - open skin whilere wearing the epatch universal patch device. The patient did seek medical treatment from their doctor. The patient did use either a prescription or otc medication. The patient did follow the skin preparation guidelines. The patient did not report any skin sensitivity/allergies to adhesives or metals.